Event description:
It was reported that the patient was suffering for lower back pain and difficulty walking. The patient had received injections and nerve blocks. On (B)(6) 2005, the patient underwent a laminectomy, tlif, posterior instrumentation, and posterior facet and intertransverse fusion at l4-l5. The patient was implanted with rhbmp-2/acs. Post-op, the patient lost flexibility and developed pain in left groin, which radiated down to left leg. The patient underwent decompression, a posterior instrumental fusion, and a tlif at l2-l4. The patient was implanted with rhbmp-2/acs. The patient undergo another surgery in order to help with pain. On (B)(6) 2008, the patient operated on cervical spine. The patient was implanted with rhbmp-2/acs. The patient began having difficulty in swallowing and coughing, experienced dizziness when turned the head, and had numbness down both of harms. Also the patient began having limited flexibility in neck. It was reported that in (B)(6) 2009, the patient continued to experience pain and stiffness in back and neck, dizziness, arm-numbness, and had difficulty in swallowing.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.